Event description:
The customer reported experiencing low blood glucose and the paramedics were called on (B)(6) and then again on (B)(6) 2012. Troubleshooting was performed. The caller stated that she was unconscious, and her glucose reading was either in the 20s or 30s mg/dl. The customer's most recent glucose reading was 141mg/dl. The caller stated that she does change the infusion sets only when the reservoir goes low. Advised the customer to change the infusion set and reservoir every two to three days. The programming on the insulin pump was correct. The reservoir is showing the same amount of insulin the status screen shows. The caller stated that she is dieting and exercising, and she has been working with the endocrinologist regarding the basal rates. Advised to speak with her doctor about the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.